Event description:
Customer returned the device for evaluation and repair of an angulation issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the bending section cannot be controlled at all due to deformation of the base plate inside the control section. This medwatch is being submitted for the issue of the bending section not being controlled at all due to deformation of the base plate inside the control section, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the bending section cannot be controlled at all due to deformation of the base plate inside the control section. The celling plate (cp) stopper was also broken. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to deterioration of braid of bending tube, tightness of the braid is uneven; and connecting tube coating is peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the celling plate (cp) in the control body unit was broken by the user handling repeated usage resulting in the cp-stopper becoming detached from the cp-plate. That was raised as angulation locked, however angulation was not lock completely. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: "preparation and inspection - inspection of the endoscope - inspection of the bending mechanisms - if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer reported event occurred at the beginning of a diagnostic colonoscopy procedure. The procedure was completed with another similar device (cf-q180al, serial number (sn) (B)(4)); the device was put out of service and sent for repair. No anesthesia was used for the procedure. There was a minimal delay and interruption to the procedure of a few minutes to replace the device. There were no negative effects on the patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.